Manufacturer narrative:
Mindray service representatives reprogrammed the telepacks and resolved the issue.

Event description:
Customer reported the panorama central station lost communications with the panorama telepack which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.